Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2008-4085 for a description of the other device. It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, a crack was discovered in the ultrasound probe. It is unknown when or how this occurred. The pneumatic probe was bent, perhaps as a result of the crack in the ultrasound probe. The procedure was completed with another device, with no complications to the patient.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.